Manufacturer narrative:
The electrode lot number was bdl05. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module (double). The initial sodium result was 124.8 mmol/l and the repeat result was 136.2 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The field service engineer replaced the syringe seals, sipper and vacuum nozzles, and the waste and vacuum valves. The investigation was unable to determine a specific root cause as many parts were replaced. The issue was resolved by the service actions.